Event description:
Following a diagnostic procedure in 1999, an angio-seal device was inserted in the pt's right leg. There was oozing without hemostasis. Manual pressure was applied for 10-15 minutes. The pt was discharged. The pt returned to the physician, on an unk date, complaining of leg discomfort with activity and was referred to a cardiocascular physician who recommended an angiogram. In 1999, an angiogram was preformed which revealed thrombus at the site. The pt was taken to surgery and the angio-seal device was removed. The pt was discharged 2 days later.